Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced disconnection issues with minicaps resulting in peritonitis. The cause of the peritonitis was further described as a breach in aseptic technique and contamination which occurred due to the ¿minicaps not staying on¿. The patient was not hospitalized for the peritonitis. On an unreported date, the patient began treatment with unknown antibiotics (dose, frequency, and route was not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. It was not reported if pd therapy was ongoing. No additional information is available.